Manufacturer narrative:
Additional information received reported that there was an incision enlargement and sutures used on (B)(6) 2017 during the explant. Also, the replacement lens was a zct 225 24.5 diopter intraocular lens (iol) with serial number (B)(4). Reportedly, there was no post-operative patient injury. No additional information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The physician reported that the patient elected to hold off on the iol exchange and that he is optimistic there will not be an explant of the lens. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received reported that the patient is still having unacceptable prismatic effects in the eye necessitating her to keep the eye closed while driving, especially at night. Its been 6 months with no improvement. The doctor also recalled that the patient's visual acuity was 20/50, but only refracting to 20/40. Furthermore it was confirmed that the lens was explanted on (B)(6) 2017. Outcomes attributed to adverse event: has now been updated to required intervention. If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
As the lens has not yet been explanted but is planned to be explanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
A physician reported having a patient who is significantly bothered by glare post implant of a zxt300 24.0 diopter intraocular lens. The patient will almost definitely be getting an intraocular lens (iol) exchange. The physician noted she would like to exchange the lens for a monofocal toric lens.